Manufacturer narrative:
The p-cap / reservoir locks properly into place. Unit received with cracked case, cracked case-corner of belt clip rails, missing display window cover, faded serial number label, pillowing keypad overlay and minor scratches on the case. No damage on retainer ring was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's retention ring was partially detached. Customer's blood glucose value was unknown. The device will not be returned for analysis.